Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system was intermittently not booting up. There is no report of pt injury associated with this event.